Event description:
Burn blisters/blistering [burns second degree], 2 degree cellulitis [cellulitis], hyperpigmentation d/t burn [skin hyperpigmentation]. Case narrative: this is a spontaneous report from a contactable consumer and a contactable nurse. A 40-year-old patient of unspecified gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Medical history included attention deficit/hyperactivity disorder (adhd). Concomitant medication included amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate (adderall) xr oral at 30 mg q am from on (B)(6) 2018 and ongoing for adhd but the patient did not think this was contradictory. The patient previously took percocet and experienced drug allergies: anaphylaxis. The patient reported that "I received burn blisters from one of your products". The nurse reported that the patient presented r/e burns of following 8 hours use of product on (B)(6) 2018. Treatment included keflex course to cover poss. Injection. Keflex to cover poss. 2 degree cellulitis. No surgical intervention was required. The nurse also reported r/e with blistering. Hyperpigmentation appreciated on (B)(6) 2019. No specific tests were required. The patient was not hospitalized in response to the event "patient presented r/e burns of following 8 hours use of product". The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event "patient presented r/e burns of following 8 hr use of product" was recovered with sequelae (reported as hyperpigmentation d/t burn). The outcome of other events was unknown. The nurse considered thermacare heatwrap had a causal effect (possibly) to event "patient presented r/e burns of following 8 hours use of product". Additional information has been requested and will be provided as it becomes available. Follow-up (14jan2019): new information received from a contactable nurse includes: new reporter, patient age, past drug event, action taken, concomitant medication, updated event onset date, outcome, treatment, added new events "hyperpigmentation d/t burn" and "2 degree cellulitis". The patient was not hospitalized in response to the event "patient presented r/e burns of following 8 hours use of product". Company clinical evaluation comment: based on the information provided, the events of "got burn blisters" "cellulitis" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "hyperpigmentation" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "got burn blisters" "cellulitis" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "hyperpigmentation" is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters/blistering [burns second degree] , 2 degree cellulitis [cellulitis] , hyperpigmentation d/t burn [skin hyperpigmentation] , . Case narrative:this is a spontaneous report from a contactable consumer and a contactable nurse. A 40-year-old patient of unspecified gender started to receive thermacare heatwrap (thermacare lower back & hip) (no lot number available) from an unspecified date for an unspecified indication. Medical history included attention deficit/hyperactivity disorder (adhd). Concomitant medication included amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate, dexamfetamine sulfate (adderall) xr oral at 30 mg q am from (B)(6) 2018 and ongoing for adhd but the patient did not think this was contradictory. The patient previously took percocet and experienced drug allergies: anaphylaxis. The patient reported that "I received burn blisters from one of your products". The nurse reported that the patient presented r/e burns of following 8 hours use of product on (B)(6) 2018. Treatment included keflex course to cover poss. Infection. Keflex to cover poss. 2 degree cellulitis. No surgical intervention was required. The nurse also reported r/e with blistering. Hyperpigmentation appreciated on (B)(6) 2019. No specific tests were required. The patient was not hospitalized in response to the event "patient presented r/e burns of following 8 hours use of product". The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event "patient presented r/e burns of following 8 hr use of product" was recovered with sequelae (reported as hyperpigmentation d/t burn). The outcome of other events was unknown. The nurse considered thermacare heatwrap had a causal effect (possibly) to event "patient presented r/e burns of following 8 hours use of product". Upon follow-up, product quality complaints provided the following complaint assessment and investigation summary: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: the pcom search returned a total of 258 complaints for lower back and hip products during this time period for the class/subclass. Of the 258 complaints; 29 complaints has the batch number recorded as "unknown". The 229 remaining complaints were evaluated. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for lbh products. There is no further action required. Based on this pcom search for the subclass of adverse event safety request for investigation for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event safety request for investigation for lbh products, refer to attachment december trending graph for adverse event safety request for investigation. Quality impact: is there a potential quality impact that requires a notification to management: no. Response rationale: there is no impact; a trend for the subclass adverse event safety request for investigation was not identified. Investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation. Process related: no, complaint confirmed: no, design related: no, notify safety: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Additional information has been requested and will be provided as it becomes available. Follow-up (14jan2019): new information received from a contactable nurse includes: new reporter, patient age, past drug event, action taken, concomitant medication, updated event onset date, outcome, treatment, added new events "hyperpigmentation d/t burn" and "2 degree cellulitis". The patient was not hospitalized in response to the event "patient presented r/e burns of following 8 hours use of product". Follow up (06feb2019): new information received from a product quality complaints group includes: complaint investigation and investigation summary. Company clinical evaluation comment: based on the information provided, the events of "got burn blisters" and "cellulitis" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "hyperpigmentation" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "got burn blisters" and "cellulitis" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "hyperpigmentation" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: the pcom search returned a total of 258 complaints for lower back and hip products during this time period for the class/subclass. Of the 258 complaints; 29 complaints has the batch number recorded as "unknown". The 229 remaining complaints were evaluated. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for lbh products. There is no further action required. Based on this pcom search for the subclass of adverse event safety request for investigation for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event safety request for investigation for lbh products, refer to attachment december trending graph for adverse event safety request for investigation. Quality impact: is there a potential quality impact that requires a notification to management: no. Response rationale: there is no impact; a trend for the subclass adverse event safety request for investigation was not identified. Investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lower back and hip product for the subclass of adverse event safety request investigation. Process related: no, complaint confirmed: no, design related: no, notify safety: no. Root cause category (tier 1): non-assignable (complaint not confirmed).

Event description:
Event verbatim [preferred term] burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported that "I received burn blisters from one of your products". The action taken for the product and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "got burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "got burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.